Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged from lv due to unstable location. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0180 competitor implantable tachy lead, implanted: (B)(6) 2008; 4470 competitor implantable pacing lead, implanted: (B)(6) 2008; d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).